Manufacturer narrative:
Concomitant device: femoral component (cn: unk, sn: unk) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) y/o female patient was revised. The patient presented after 10 years of wear with a misaligned left tkr replacement. The patient presents in a morbidly obese state. The size 2 femoral component and poly replaced due to osteolysis and replaced with a cc logic. Initial implant date (B)(6) 2011. Patient last known to be in stable condition following the event. The image provided shows prothesis fracture of the tibial insert. Device is to be returned.

Manufacturer narrative:
After further review of additional information received the following sections b5, g3, g7 and h2 have been updated accordingly. Section b5: additional information received indicates that the insert did not fractured during removal. The insert was fractured due to osteolysis and the revision was done.

Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of a malrotation of the femoral component and the patient¿s high bmi, which led to the prosthesis wear and osteolysis. The excessive loading contact on the medial side over time likely resulted in the tibial insert fracture. The use of non-conforming packaging materials may have also contributed to the delamination and wear/fracture seen on the tibial insert and patella. However, this cannot be confirmed as manufacturing information for these devices was not available. The most probable root cause associated with the reported event of "osteolysis" is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface. Furthermore, the most probable root cause associated with the reported event of "patient conditions" is associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device.